Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that multiple low flow, pump off, and low speed advisories were observed. The patient was reported to have been asymptomatic. Alarms did not occur during positional changes. An exterior portion of the driveline had some rescue tape on it; otherwise there was no obvious trauma to the driveline. Technical services reviewed x-ray images of the internal portion of the driveline which showed no issues. On 07feb2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. On (B)(6) 2018, it was reported that pump stoppage events continued post driveline replacement. The patient was given an ungrounded power module patient cable. No additional information was provided

Manufacturer narrative:
Although the reported low speed and pump stoppage events were confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through evaluation of the returned portion of the driveline. However, the entire driveline was not returned. Review of the submitted log file confirmed low speed and pump stoppage events occurring on (B)(6) 2018, resulting in alarms for low speed and low flow hazard. These events only occurred while the patient was connected to the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. Technical services personnel arrived onsite on 07feb2018 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 19 inches. Rescue tape was identified at the terminus of the distal end bend relief, approximately 2.5 inches from the controller connector. Removal of the tape revealed a tear to the outer silicone jacket. No other tears to the outer jacket identified. No damage to the bionate identified. Electrical continuity testing did not reveal any discontinuities or shorts. The metal shielding showed breakdown adjacent to the controller connector. No insulation breaches to the underlying wires identified. High-potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.